Manufacturer narrative:
During a percutaneous transluminal angioplasty to the external iliac artery, the balloon was reported to have ruptured. The vessel had severe calcification, mild tortuousity and a 100% stenosis. The product was prepared as per the IFU. It was advanced to the lesion over the guidewire through the sheath introducer, and was inflated using an indeflator. However, the balloon ruptured at 4 atmospheres. It was withdrawn from the pt's body, and another balloon was used to successfully complete the procedure. There was no reported pt injury. The product was not returned for evaluation and testing. Manufacturing records were reviewed and results indicate that product met quality requirements for product acceptance. This review was extended to subassembly parts and confirmed that subassemblies met quality requirements for product acceptance as well. The balloon burst pressure tests were found to pass. Conclusion: with the limited amount of info available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.

Event description:
During a pre-dilatation of the external iliac artery (side unknown), this balloon ruptured at 4 atmospheres. The vessel had severe calcification, mild tortuousity and a 100% stenosis. A guidewire (radifocus/terumo) was inserted across the lesion via a sheath introducer without any difficulty. The product, which was prepared as per the IFU, was advanced to the lesion over the guidewire, and the balloon was inflated using an indeflator. Upon inflation, the balloon ruptured at 4 atmospheres during the pre-dilatation. Therefore, it was withdrawn out of the pt's body, and another balloon (powerflex p3, 8mm) was used in the procedure, which was successfully completed. There was no adverse consequence to the pt (male, age:unknown).